Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2023-00512, 2. 3005168196-2023-00513, and 3. 3005168196-2023-00514.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using a pod packing coils (pod pc), a non-penumbra catheter, a non-penumbra microcatheter, and a lantern delivery microcatheter (lantern). It was noted that the patient''s anatomy was tortuous. During the procedure, the physician experienced resistance while advancing a pod (B)(4) through the non-penumbra microcatheter. It was reported that the pod pc was unable to reach the target vessel and unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed, and the pod pc was removed from the microcatheter. The physician then reinserted the microcatheter into the patient and attempted to advance another pod (B)(4); however, the same issue occurred. Therefore, the detached pod pc and microcatheter were removed together. The physician then inserted a lantern into the patient and attempted to advance a pod (B)(4) through the lantern. However, resistance was encountered, and the pod pc unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed, and the pod pc was removed from the microcatheter. The physician then reinserted the lantern into the patient and attempted to advance another pod (B)(4); however, the same issue occurred. Therefore, the detached pod pc and lantern were removed together. The procedure was completed using a ruby coil and another microcatheter. There was no report of an adverse effect to the patient.